Event description:
The event was reported that there was no problem connecting the anvil to the instrument - they heard the click - but when the surgeon started to close the instrument, everything went ok on the first 3-4 turns, then the surgeon who closed it felt a short resistance, then it was ok when she said she was in the green scale. The other surgeon noticed that the instrument was not closed, and there was a 1-2 cm gap. They tried again and the same thing happened. They used another instrument to complete the anastomosis. The or time was extended by 1.5 hours, and a temporary "stomy" was performed as a result of the event. One device will be returned.